Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had battery issues. The customer received alarms such as low battery, weak battery, bad battery, no power, battery out limit, and failed battery test. Customer's blood glucose level went up to around 400 mg/dl. The customer was not feeling well and was going to revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify low battery alert, weak battery alarm, failed battery test alarm and battery out limit alarm due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, cracked belt clip slot and cracked battery tube threads.